Manufacturer narrative:
(B)(4). Batch #: u5d325. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45w reload loaded on the device. The reload was received partially fired 1/10. Upon evaluation of the reload, the one-piece sled was noted to be damaged, this condition would not allow the device to fire. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial, the damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Four photos received. During the visual analysis of four photos, the following was observed: the photos 1st and,4th photos show a device from the top view and a white reload loaded. Also, a plastic bag was noted on the anvil from the device. The 2nd photo shows a device from an anvil area with a white reload loaded. The condition of the device could not be assessed. The 3rd photo shows a label on a box and this belongs to lot #: u94l8u, product code psee45a. Based on the photos reviewed, the event describe cannot be confirmed.

Event description:
It was reported that during the lobectomy surgery, could not fire when severing lung tissue on the 2nd firing. Checked the sled¿s position, it is lockout issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.